Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rate undersensing on stored atrial tachycardia (at)/ atrial fibrillation (af) episodes which caused some false termination of episodes. It the noted the ra lead was already programmed to maximum sensitivity. The ra lead remains in use. No patient complications have been reported as a result of this event.